Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The patient had surgery 2 months earlier but had to wait to heal to get a new ipg. The issue was resolve with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient had an unrelated surgery and did not put their ipg into surgery mode, as a result the ipg became inoperable. The patient underwent surgery to get the ipg explanted and replaced. Therapy restored.